Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was irregular and in pain all the time') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), dysuria ("problem urinating: I do preoperatively") and depressed mood ("did essure affected anyone's mood: makes me sad"). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, dysuria and depressed mood outcome was unknown. The reporter considered depressed mood, dysuria, fibromyalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event "depressed mood" was added. Reporter was added. On 20-mar-2020: information received via social media. Event "dysuria" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was irregular and in pain all the time') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), dysuria ("problem urinating: I do preoperatively"), depressed mood ("did essure affected anyone's mood: makes me sad") and skin disorder ("picking stuff out of my skin (like sand)"). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, dysuria and depressed mood outcome was unknown. The reporter considered depressed mood, dysuria, fibromyalgia, pelvic pain and skin disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : the event "picking stuff out of my skin (like sand)" was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was irregular and in pain all the time/low pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), dysuria ("problem urinating: I do preoperatively"), depressed mood ("did essure affected anyone's mood: makes me sad"), skin disorder ("picking stuff out of my skin (like sand)"), arthralgia ("hip pain"), sciatica ("sciatica pain"), gastrointestinal disorder ("bowel issue/gi issues"), urinary tract disorder ("urinary issues") and spinal osteoarthritis ("spine deterioration") and was found to have weight decreased ("lost 25 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and spinal osteoarthritis had not resolved, the fibromyalgia, dysuria, depressed mood, arthralgia, sciatica and weight decreased outcome was unknown and the gastrointestinal disorder and urinary tract disorder had resolved. The reporter considered arthralgia, depressed mood, dysuria, fibromyalgia, gastrointestinal disorder, pelvic pain, sciatica, skin disorder, spinal osteoarthritis, urinary tract disorder and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event "weight loss" was added. On 23-mar-2020: information received via social media. Events¿ gastrointestinal disorder, sciatica pain, arthralgia, urinary tract disorder, and spinal osteoarthritis¿ were added. Event¿ pelvic pain¿ outcome was updated not-recovered/not resolved. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was irregular and in pain all the time') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the pelvic pain and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.